Manufacturer narrative:
(B)(4). Date sent: 11/20/2024. Additional information was requested and the following was obtained: dr. Had uncontrolled bleeding of an ovarian cyst on (B)(6) 2024, the enseal could not stop/control the bleeding. The enseal just kept "ripping the scab off." Had to open a ligasure to stop the bleeding. I did write an origami on it. Since I wrote the origami, patient did end up losing ovary is a result of equipment not working properly.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2024. Additional information was requested and the following was obtained: what is the surgeon's experience with device? Not a fan of the enseal, it is a corporate initiative and he is not happy with the change. Feels like there are inconsistencies, will work great some days and then not work great other days. Was the surgeon was experiencing the end tone with each activation? I believe so but unsure. What anatomical structures were they sealing when the sealing issue occurred? It was through the ovary. How did the difficulties with the device cause or contribute to the need to remove the ovary on the other side? Unsure. Not sure if the patient came in already with heavy bleeding or not. How far into the case did they start experiencing issues with the device? Unsure. Were there any generator alert screens? Unsure. What is the patient's current status? Unsure but can follow up. It happened over the weekend. I believe it was (B)(6) when it occurred and I was notified 9/23. I believe the rn in that case did fill out the form. I know it did not stop the bleeding, and the patient ended up losing an ovary. I¿m not saying it was due to the device but that is what caused us to open a ligasure.

Event description:
It was reported that every time they tried to seal, it would open back up and it would cause bleeding along with the patient losing an additional ovary during a lap salpingectomy. They tried another device and then got a different energy device to complete the case.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2024. B3: event year only reported: 2024. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is the surgeon's experience with device? Was the surgeon was experiencing the end tone with each activation? What anatomical structures were they sealing when the sealing issue occurred? How did the difficulties with the device cause or contribute to the need to remove the ovary on the other side? How far into the case did they start experiencing issues with the device? Were there any generator alert screens? Can the generator log be pulled from the gen11 for engineering review? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.